Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the adaptive stimulation feature was working normally when tested following the changes that were made. The rep reported that they made the reclining angle smaller, so it would recognize him being upright longer. The rep didn¿t know if this resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-02, information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that adaptive stimulation worked well for him, however the problem came in at reclining and the upright position. The patient reported that when he was upright it showed that he was reclining and when he was reclining it showed that he was upright. The patient confirmed he started adaptive stimulation on (B)(6) 2018. The patient reported that he noticed this issue since that day but didn¿t think much of it until now. The patient denied any recent falls or traumas. The patient was redirected to their healthcare provider as a clinician programmer was required to resolve this issue. No further complications were reported. On 2019-jan-07, additional information was received from the hcp who reported that the cause was not known. Patient to meet with manufacturer's representative on (B)(6). On 2019-01-22, additional information received from the healthcare provider reported that the manufacturer representative reset the settings and the incorrect display issue was resolved. Further information received from the consumer stated that the cause of the issue was when they start using the adaptive stimulation they noticed the intensity was fluctuating while walking. They met with the manufacturer representative who changed their angle positions. The patient stated that the incorrect display issue was not resolved and they were going to contact their healthcare provider¿s office. On 2019-mar-21, additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was feeling ¿shocking when flexing their torso. The patient¿s ins also showed them as reclining when they were in the upright position. No contributing factors were noted. The rep had the patient move their torso and they checked the positioning on their controller. The rep attempted to decrease the reclining angle in their adaptive stimulation settings and make the upright angle bigger which they stated helped. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and it was unknown but the rep indicated they would follow-up for more information to see if surgical intervention was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.